Manufacturer narrative:
The impella cp was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock, section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
It was reported that during setup, the impella cp pump would not properly prime and was giving multiple impella stopped alarms. A new impella cp device was subsequently placed for patient support.

Manufacturer narrative:
The investigation of priming issue and pump did not start has been completed. Pump was returned for investigation. Data log was not provided for the case run. No physical abnormalities were reported on returned product. Pump was primed without issue and ran as per the specification. The cause of the priming issue was not determined since no issue was noted on returned product and sufficient clinical information was provided. The cause of the pump did not start issue was not determined since no issue was noted on returned product and sufficient clinical information was provided. H6 medical device problem code 4040 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27935. H10 narrative erroneously stated, "device was not returned" on the initial manufacturer device report number 1220648-2025-27935.